Event description:
Reporter stated that patient's blood glucose was measured twice (in a one minute time period), using the suspect device, with results of "hi" and 242 mg/dl. Reporter stated that, due to the significant difference in the obtained values, patient's treatment was delayed by 30 minutes. Once reporter received physician's approval, patient was treated with insulin (amount / type not provided). Reporter noted that patient may have blood flow concerns. Controls were run on the system, and had tested in range. A request was made for the return of the suspect product and replacement product was shipped.